Event description:
It was reported that an alert/notification settings issue occurred. The date of the event is an approximation. On 06/19/2025, it was reported by insulet that the pod stopped receiving readings from the sensor. The patient was in the hospital for almost 5 days. Symptoms included vomiting and could not stop, and lost conscious. The patient was diagnosed with diabetic ketoacidosis with bg 500 mg/dl. Customer stated that she received insulin, IV with glucose and other fluids and was transported to another hospital to the intensive care unit. Customer called in to report that is been having issues with the sensor, was not receiving readings from dexcom and ended up in the hospital. Documentation also states they did not hear a high alert on the g7 app on their samsung zfold smart phone. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis and loss of consciousness.

Manufacturer narrative:
Product registration - correction. D4 catalog no - correction. D4 serial no - correction. Primary UDI number - correction. H2 correction. H6 component code - correction. H6 medical device problem code - correction.

Event description:
Subsequent to the initial MDR, a correction is required.